Manufacturer narrative:
Service was not dispatched to the site for this event. A definitive root cause for this event has not been determined to date. Associated mdrs for this event: 2122870-2011-02390, 2122870-2011-02391.

Event description:
The customer reported that erroneous thyroid stimulating hormone (tsh) results, below the normal reference range, were generated on a unicel dxc 600i synchron access clinical system for two patients on two days. This report is report two of two, and represents the erroneous low tsh result, below the normal reference range, generated on a unicel dxc 600i synchron access clinical system on (B)(6) 2011. The initial erroneous result was reported out of the laboratory. The affect to the patient, if any, is unknown at this time. The physician questioned the result and a test of a same-patient sample was performed on the same instrument. The result was higher and within the normal reference range. Instrument tsh calibration results were within customer established specifications prior to the event. An instrument system check executed prior to the event, met established specifications however the unwashed portion of the system check did not meet specifications. No sample handling/collection information was provided by the customer. This same patient sample generated a high bilirubin result, however the exact value was not provided by the customer. It is unknown whether the bilirubin result was erroneous.